Event description:
(B)(4). I had essure for 8 years. After a year I notice I gain weight was more bloated when I would start my cycle n had unbearable pelvic pain. I had headaches with body aches. Also a metal taste when I ate. It was horrible what it caused the joint pain the rash the teeth shifting the ever lasting effects of this device I suffered.